Event description:
Patient rep0rted that in 2005, a friend contracted the paramedics, after they were unable to reach their by phone. Upon the paramedics' arrival, patient's blood glucose measured 55 mg/dl. Patient stated that they were given a glucose injection, and recalls being stuck, in the arm, for an IV or an additional shot. Patient stated that emergency medical services wanted to transport their to the hospital for additional treatment, but they declined.